Event description:
Customer reported a low blood glucose event. The blood glucose level was 20 mg/dl. Customer was treated with glucose through IV. Customer stated that has a cold for the last week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.